Manufacturer narrative:
(B)(4). The complaint sample was not returned. (B)(4).

Event description:
On 05/18/(B)(6) the reservoir, which was part of customer tubing pack bo-hqv-48412 (lot number 92069786). (B)(4).